Manufacturer narrative:
The main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer's representative regarding a patient who was receiving 2 mg/ml of bupivacaine at 0.46 mg/day, 860 mcg/ml of baclofen at 200 mcg/day, and 30 mg/ml of morphine at 7 mg/day via an implantable pump for degenerative disc disease and spinal pain. On (B)(6) 2017, it was reported that, during a pump replacement, the healthcare provider (hcp) was only able to aspirate approximately 0.1 ml of fluid from the catheter access port (cap). It was confirmed that the pump replacement was due to eri and there was no therapy or device complaint associated with the pump. The hcp attempted to aspirate the total catheter volume from the existing catheter and through the new pump cap. A back table prime was performed and, when completed, the catheter was connected again to the pump. It was noted that there might be a short period of no drug delivery due to the fact that the hcp aspirated approximately 0.1ml, approximately 20 hours. The patient was medically managed until returned to therapy. The patient reportedly had no therapy issues and no symptoms were reported. The cause of the inability to aspirate the catheter was not determined as the old catheter remained in the patient. The patient was therapeutic prior to the replacement surgery. The pump would not be returned and had been returned to pathology. No further complications were reported.